Manufacturer narrative:
Multiple follow up attempts made to the customer, however, no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a cartridge onto the pump and received a cartridge alarm. However, the customer was able to load a new cartridge successfully. The contact was unable to verify the alarm number as pump was unavailable at the time of the call. Troubleshooting was not performed due to event occurred in the past. There was no impact to the customer's blood glucose level.